Event description:
It was reported that the unit shutdown itself whilst in use on patient. There were no patient health consequences reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The affected device was examined onsite by dräger service, and a pcb graphic controller out of tolerance was identified to be the root cause of the reported device shut down. After replacing the pcb graphic controller, the device was tested successfully according to the manufacturer¿s specification. As a safety feature of the ventilator, the ventilator software analyzes and verifies proper function of the device. If the ventilator software detects an internal failure, a warmstart will be initiated. The user would be alerted to this condition by an audible and a visual alarm. The device itself briefly powers off and then back on. During this time, an emergency-breathing valve opens allowing for spontaneous breathing. After successfully performing the warmstart (app. 8 seconds) the ventilation will be continued with the previous parameters. In the event of unsuccessful warmstarts, a continuous audible alarm is activated, and the emergency-breathing valve remains open. Manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the unit shutdown itself whilst in use on patient. There were no patient health consequences reported.